Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station went offline in remote support service (rss). The customer stated that the device had a difficulty staying connected, continued to go offline and delayed in sending information from pyxis to meditech (emr). However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline in remote support service (rss). A field service engineer (fse) reset the power settings on the wireless adapter to not allow shutoff when not in use and reconfigured the wireless network to resolve the issue. The system functioned as intended after the field service engineer repaired the device.